Event description:
Pt was receiving magnesium sulfate 2 gm in ns 50 ml over one hour via piggyback. The secondary line was set at 50 ml/hr. However, the pump delivered the magnesium within 15 to 20 minutes. The charge nurse re-checked pump settings and was found to be correct. The pt suffered an episode of bradycardia but quickly stabilized without additional treatment.